Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a pharmacist reported on behalf of a customer who experienced a low reading issue with an adc device. The report contained the following information: the patient experienced low blood glucose and was "not responding to oral glucose" so they presented to the emergency room as they were unsure of the adc device. Upon arrival, it was reported that "glucose monitor right upper arm pt checks and documented via cell phone all glucose 55-60 even after accuchek here 198, pt monitor reads 100." However, the customer did not report any adverse event or emergent third-party treatment due to the reported issue . There was no report of death or permanent injury associated with this event.